Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse informed the customer that the loudspeaker was likely disconnected.. The customer later confirmed that the speaker was sounding properly without any further philips support. There is insufficient information to rule out a product malfunction. The root cause and resolution of the speaker issue was not presented to the philips engineer and the case was closed. The device remains on site and in use.

Event description:
The customer reported that their central station was not emitting alarm audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.